Event description:
It was reported that the patient had switched their managing physician. The patient reported that they had an in office refill by their pervious managing physician in january and woke up in hospital. The patient was told they were "given too much medication through her pump". The patient's pump setting was 'pump stopped'. It was unknown since when the pump stopped infusing. The pump was voluntarily "stopped" by the previous managing physician at some point. The pump was kept stopped by the current physician to change to concentration and dose of medication that was previously in the pump. There was no abnormalities noted with the device. On the day of report, the current managing physician removed the drug that the patient was previously refilled with and filled the pump with preservative free saline, aspirated the catheter, and set the pump to minimum rate and conducted a "pump tubing flush." It was reported that the pump was reprogrammed. The logs were checked. No discrepancies in pump volume were noted as the time the drug was taken out and filled with saline. The patient's status at the time of report was "alive - no injury." As of 2015-03-11, the patient was not receiving therapy through the pump as it was set to minimum rate with saline until next follow up with current managing physician. The pump system was delivering fentanyl prior to saline. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).